Event description:
It was reported that during a lap sigma procedure, there was a torn gasket. No further info is available. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 12/15/2008. Info anticipated, but unavailable at this time.